Manufacturer narrative:
Approximately nine months post index procedure; the patient had a repeat revascularization of the contralateral lesion due to restenosis. During this index procedure, the patient developed a spasm in the popliteal artery. At this time, the patient had non-cordis stent implanted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products which is associated with mfg report# 9616099-2010-00019.

Event description:
During stenting of the left superficial femoral artery (sfa), the patient suffered hypotension which was medically treated. Approximately four months after the index procedure, a 75% restenosis of the smart stent was revealed by ultrasound. Another smart stent, overlapping the previously placed smart stent was placed. Approximately nine months post-procedure, the patient returned and ultrasound revealed another 75% restenosis of the stented area. The patient is a female who was enrolled in a study. The index procedure took place in 2009. The target lesion located was the mid left sfa. The lesion was de novo with minimal calcification. Access was made in the right groin. A 6fr sheath was inserted. The mid sfa was stented. The stent was post-dilated. After post-dilation, there was residual 10% stenosis. During the procedure, the patient became hypotensive and was medically treated. It was also noted that the patient suffered a hematoma in the groin access site and a rectus hematoma which required hospitalization. Approximately four months after the index procedure, the patient returned to the hospital with non-specific left leg pain. Ultrasound revealed a 75% restenosis of the stent that was placed in the left sfa. Revascularization was performed with placement of another smart stent, overlapping the previously placed smart stent by 3 cm. Two months after revascularization, an ultrasound showed that the stents were patent. Approximately nine months post-procedure, the patient returned and ultrasound revealed another 75% restenosis of the stented area. The stents were treated with pta.